Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electordes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were tested on a simulator and were able to analyze shockable and non-shockable rhythms correctly, provide therapy and provide CPR feedback. A visual inspection of the electrodes found no dsicrepancies. The electrodes were scrapped after testing. It's important to note there was no information available on positioning of the electrode pads on the patient. The clinical data file was not available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.